Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of not being able to set the date or time on insulin pump and insulin pump continued to shut off. It was found that insulin pump received an external ram crc error alarm and an unexpected restart error alarm. Customer's blood glucose was unknown. Troubleshooting was performed and customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. The pump was received with normal operating currents and no unexpected off no power, external ram crc, low battery, battery out limit and failed battery test alarms were noted during testing. No locked function was noted. The pump alarmed unexpected restart after a battery change and reset the time/date to factory default due to a voltage leak at the interface board. The pump was received with all operating currents within specification and passed the rewind, self-test, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case at the display window corner and a cracked reservoir tube lip.